Manufacturer narrative:
Philips service replaced the mpd control unit with the specified part. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device failed to power up due to mpd control unit failure on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.